Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the procedure was cancelled. A left atrial appendage closure procedure was being performed. Trans-septal crossing was performed with a torflex trans-septal guiding sheath and a nrg trans-septal needle. An amplatz super stiff guidewire was placed. A watchman trusteer access system was prepared. During insertion of the watchman trusteer access system into the groin, the technician did not hold the dilator in the sheath and as the physician was pushing into the groin, the physician slipped when the dilator unsnapped from the sheath and pushed the trusteer into the groin at an unconventional angle. The groin began developing a hematoma. Protamine was administered and everything was removed. Pressure was held on the groin. The laac procedure was aborted with plans to re-attempt another day. The physician believed the event was due to human error, not due to device malfunction.